Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify battery out limit alarm, button keypad anomaly and perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's spouse reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's spouse also reported that the act button was unresponsive. The customer's spouse reported that they received a battery out limit alarm. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.